Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet testing was performed and pacing inhibition was determined. Additionally, it was noted that this pacemaker exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. A revision procedure was performed and the pacemaker was successfully replaced due to that was the end of life (eol). The settings on the rv lead were adjusted and the patient is going to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet testing was performed and pacing inhibition was determined. Additionally, it was noted that this pacemaker exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. A revision procedure was performed and the pacemaker was successfully replaced due to that was the end of life (eol). The settings on the rv lead were adjusted and the patient is going to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.